Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was over 300 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer stated that the time and date was programmed incorrectly. The customer declined to check for setting issues. The customer declined to perform high pressure test. The customer stated that he did not hear the alarms. The insulin pump will not be returned for analysis.